Event description:
The suspect device user had two events in 2005 of high results (385 and 250 mg/dl) and then having hypoglycemic reactions after dosing insulin. Emergency medical technician were called and they checked the user's glucose, which was in the 30's mg/dl. They were transported to the hosp for follow up and treatment. Controls were not used. The device was replaced and requested to be returned for evaluation.